Event description:
The reporter stated that the down arrow keypad button was intermittently unresponsive for two to three weeks. The reporter also indicated that all of the other keypad buttons were functioning normal; that the keypad was intact, but that the symbols were worn. The reporter also indicated that the patient wears the pump in a pocket and does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.